Event description:
It was reported via social media that the patient was no longer getting pain relief due to ipg migration. The patient underwent an explant procedure. No further information could be obtained.